Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) produced a fault code upon interrogation during a normal follow up. During the replacement procedure, damage was noted on the is-1 terminal of the shocking lead. The system was explanted and returned to cpi for analysis.